Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to help reset the pump, and the customer successfully performed the reset as advised, preventing recurrence of the issue.